Event description:
A technician reported that during lasik surgery, the eye tracker contrast dropped off intermittently and they had to retrack multiple times. This extended the length of the treatment from the expected 24 seconds to approx 60 seconds. On the first postoperative day, the visual acuity was as expected, as the pt was a high myope with upwards of 4 diopters of cylinder. The pt was not refracted, and will not be refracted until the next postoperative visit. There are two medical device reports associated with this pt. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).